Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg; implanted: (B)(6) 2015. (B)(4). Evaluation summary: analysis of the device memory indicated oversensing associated with the right ventricular lead, that the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, that the pacing capture threshold in the rv (right ventricle) was elevated, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high impedance. In addition, the rv lead also exhibited high pacing thresholds as well as oversensing episodes detected as ventricular tachycardia and multiple short v-v intervals. A lead revision was attempted but the physician was unable to gain venous access. The rv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.